Event description:
It was reported that the patient had an inbone completely removed due to infection at incision site that migrated deeper in the tissue.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - b5, h6 (clinical signs code, results code, conclusion code). Kindly disregard the initial report MFR#. Based on the additional information received, there was no infection confirmed. The alleged infection was reported to the manufacturer because of hospital error. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Information obtained indicated the revision was performed based on results received from the infection disease department. These results stated an infection was present, so the surgeon decided to perform a revision. However, cultures performed following the revision indicated there was no infection present. Inbone was reimplanted and no further complications were noted. Based on investigation, the root cause was attributed to a user related issue. The incident was cause by the hospital's infection disease department mistakenly identifying the presence of infection. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had an inbone completely removed due to infection at incision site that migrated deeper in the tissue. Upon new information received, it was noted that the physician was advised by infectious disease and vascular that there was infection and the implant needed to come out. Patient had a free flap done over the implant for closure due to scarring from prior trauma and surgeries. When the implant was removed and cultures were observed and tested, there was no infection found. They have since put in another inbone, and the patient is doing well.